Event description:
During use of the device for endoscopic saphenous vein harvesting, the user reported having difficulty creating a tunnel with the dissector rod. The procedure was converted to the open leg technique. There were no reported adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.